Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated.associated malfunctions for this device: manifold valve not switching fully.